Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplantation surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, pump and balloon. It is unknown if the explanted aus is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplantation surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, pump and balloon. It is unknown if the explanted aus is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported that the patient underwent the procedure due to recurring urinary incontinence. The onset of the symptom was unknown. The patient was reported to be recovering after the procedure. The explanted aus is not expected to be returned.